Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported issue. The fse replaced the graphic user interface (gui) alarm assembly and gui printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that when a ventilator was powered on, the lower screen turned orange and a cracking noise came from the speaker. There was no report of patient involvement.